Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that the battery depletion is normal with consideration to device programming. Pg diagnostics found the battery depleting smoothly and functioning properly. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability.

Event description:
It was reported that this pacemaker was behaving in a manner consistent with a recorded code 1003 indicative of premature battery depletion. Device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was behaving in a manner consistent with a recorded code 1003 indicative of premature battery depletion. Device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was behaving in a manner consistent with a recorded code 1003 indicative of premature battery depletion. Device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Correction: it was reported that this pacemaker was suspected to exhibit premature battery depletion. This device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported. This report has been updated with the product investigation results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that the battery depletion is normal with consideration to device programming. Pg diagnostics found the battery depleting smoothly and functioning properly. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability.